Event description:
It was reported that the patient presented to the emergency department and the right ventricular lead was oversensing atrial activity and withholding ventricular pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3023 urinary mgu implantable pulse generator (ipg) 2007 (B)(6); 3095 neuro extension 2007 (B)(6); 3889 urinary mgu lead 2007 (B)(6); 5024m implantable pacing lead 1995 (B)(6). (B)(4).